Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial pancreatectomy, at the first firing, the surgeon clamped the tissue with the device and attempted to fire but could not fire it. The device was not used in patient. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial pancreatectomy, at the first firing, the surgeon clamped the tissue with the device and attempted to fire but could not fire it. The device was not used in patient. The surgical time was extended by less than 30 minutes. The procedure was completed with another device.